Event description:
It was reported that patient underwent acl procedure on (B)(6) 2011. During the procedure, the guide pin would not fit through the shaft of the inserter. Two other fixation devices were used to complete the procedure. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. Supplier evaluated their pieces on hand and found one additional pin that was out of specification. No other incidents have been reported for this lot. Supplier initiated internal preventative action for this product. This report submitted december 15, 2011.